Event description:
The customer reported that the unit did not boot up.

Manufacturer narrative:
The ge service rep ordered parts and installed the cpu upgrade kit. He replaced the mono block controller pcb, replaced the hard drive, loaded the system software and loaded the system configuration files. The system operates properly at this time.